Event description:
It was reported that there were concerns about loss of capture on the right ventricular (rv) lead and the left ventricular (lv) lead. Technical services were consulted and further evaluation was recommended. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This correction report is being submitted to inform this event is no longer considered reportable as device and leads were evaluated and there was no loc confirmed. All lead testing was stable, and thresholds confirmed with appropriate outputs. There are no allegations or concerns against this device and there is no evidence of malfunction.

Event description:
It was reported that there were concerns about loss of capture on the right ventricular (rv) lead and the left ventricular (lv) lead. Technical services were consulted and further evaluation was recommended. At this time, the product remains in service and no adverse patient effects were reported.